Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed and unable to recover the space. A field service engineer (fse) returned to replace the flat flex cable, and testing in hardware test application confirmed that customer was able to unload the cubie and successfully recover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 was failing. Unable to recover spaces and kept failing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.